Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery gauge decreased from 80% to 20% battery life while the pump was being charged. It was also reported that when the pump was plugged into the power source, it did not recognize the power source. There was no impact to the customer's blood glucose level. It was indicated that insulin injections would be used for back up therapy.